Event description:
The distributor stated that a dentist who has been using collaplug in extraction sockets in almost every case for over two years has had some patients return the next day, and has observed that the collaplug is almost gone. The dentist reported that his technique was the same for all the cases, and that this has only been observed recently. Integra requested additional clinical info from the distributor. No additional info is available.

Manufacturer narrative:
A review of integra's complaint system showed that this event was reported to integra, and entered into the complaint management system in (B)(4) 2009. A medwatch had not been submitted previously for this event. No unused collaplug medical devices have been returned for examination. No product identification code was provided, nor was a product lot number provided. Due to the unavailability of clinical info, no further action can be taken at this point. Root cause was not determined at this time as no product was returned for evaluation. A review of the complaint management system showed that no similar complaints have been recorded for this product in the past 3 years. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.